Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, there was bleeding because the device was stuck.

Event description:
The event occurred during an ipom procedure. The device got stuck on patient's tissue. The issue was corrected by using another device. The patient has been discharged.

Event description:
The bleeding was treated with cauterization.